Event description:
The customer reported that her olympus hd camera head was not displaying an image during a procedure. Additional details relating to the patient and the event have been requested but no additional information was available. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty charged coupled device unit was discovered and caused the reported failure. Additionally, a crack was found in the plug unit and the serial plate was fading. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to e2, e3 and g2. Please see updates to e2, e3, g2, h4, h6 and h10. The information included in e2, e3, and g2 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the poor image was caused by a faulty charged coupled device. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.